Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the left eye (od) at a 5 month post op exam. A description from the surgery center indicated the patient had clinically significant striae on left treated eye. The patient¿s chief complaint was of blurry vision. The patient is being managed and the flap is scheduled for left and stretch and enhancement procedure. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -4.00 x -1.00 x 165, left eye pre-op 20/20 -5.25 x -1.00 x 0. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x -.25 x 31. Left eye post-op 20/20 .50 x -.50 x 21.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.